Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of blood reflux was inconclusive due to poor sample condition. An initial visual observation showed the catheter to extend up to the 42 cm depth marker. Evidence of use was present throughout the sample. Blood residue appears to be present within the hub extension leg. Microscopic observation of the solo valve revealed residual use material in the valve slit. The catheter was flushed with water using 12 ml syringe and a partial occlusion was observed. A length of catheter was cut in order remove occlusion source to allow smooth flushing of the catheter to test valve functionality. The length of catheter attached to the hub was filled with water and held upside down. Fluid was not observed to leak through the solo valve. The reported issue was unable to be replicated; however, residue present within the solo valve may have affected the functionality of the valve during use. The product instructions for use (IFU) suggested catheter maintenance states, "flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe. 2. Flush the catheter with a minimum of 10 ml of 0.9% sodium chloride, using a ¿pulse¿ or m¿stop/start¿ technique. Use of heparinized saline to lock each lumen of the catheter is optional." A lot history review (lhr) of reds4641 showed no other similar product complaint(s) from this lot number.

Event description:
The patient had his last IV atb dose. It was reported that after it, the nurse made the rinsing with nacl and prepared to remove the catheter. However, she noticed there was a big blood reflux back in the catheter during the removal procedure, which was not normal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4641 showed no other similar product complaint(s) from this lot number.

Event description:
The patient had his last IV atb dose. It was reported that after it, the nurse made the rinsing with nacl and prepared to remove the catheter. However, she noticed there was a big blood reflux back in the catheter during the removal procedure, which was not normal.